Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer support sent a replacement tandem cable and wall adapter and advised relying on manual injections if the pump battery depleted before receiving the replacements.